Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior cervical procedure at c3-6. Approximately 17 days post-op the patient started suffering from paralysis originated from c5 roots. The patient underwent a revision surgery 21 days post-op. After removing the left rod, the left c4 screw was removed once to perform decompression at c5. The construct was re-built, and the procedure was completed. No further complications have been reported.